Event description:
It was reported that q fix was twisted clockwise until 3 clicks were heard and anchor was un-wound. However sleeve never retracted and anchor did not deploy properly. No significant delay or patient injury reported.

Manufacturer narrative:
The returned device, intended for use in treatment, was returned as an MDR for evaluation. There was no relationship found between the device and the reported incident. Visual inspection shows a returned device which was received deployed. The shaft is bent on several places. The implant is placed inside the shaft. Both sutures were returned with the instrument. Functional evaluation could not be performed. The device is a single used device and could not be functional tested. The complaint was not verified. From the information provided, the anchor did not deploy fully. The q fix anchor was pulled out of the hole. An exact root cause cannot be determined with confidence; however, factor unrelated to the manufacture or design of the device that could have contributed to the reported event include: (1) bone quality. (2) drilled bone hole size. Poor bone quality or oversized drilled bone hole can result in damage to the device and device failure.